Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured february 14, 2014 ¿ february 18, 2014. Evaluation summary: the sample was received for evaluation. Visual inspection identified white particles between 0.02-3.00 mm in size floating in the bladder. Fourier transform infrared (ftir) spectroscopy determined that the particles were acrylic material. The cause of the particulate matter is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was noted during filling. There was no patient involvement. No additional information is available. This is report 1 of 2.